Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be peeling. During investigation, moisture residual was found on display screen. During investigation, the pump was unable to power up. There were no display and audible alarms. A leak test was performed and there was leakage found from keypad. Moisture residual was found on the pcb screen. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A family member reported that the down arrow keypad button is unresponsive. She noted that all other buttons respond appropriately. The family member confirmed that the keypad is intact; and denied exposing the pump to water and cleaning products.